Manufacturer narrative:
(B)(4).

Event description:
The event involved a plum 360 driver new where it was reported over infusion of drugs when connected to patient. There was patient involvement, no patient harm and no delay in therapy.

Manufacturer narrative:
Device passed all performance verification test (pvt). Device passed self-test with no error alarms. Could not confirm customer¿s complaint of the device experiencing an inaccurate over delivery. Probable cause was not found. During inspection found the alternate current (ac) power cord and the keypad to be damaged. Verified discrepancies through visual inspection. Mostly likely probable cause is physical damage consistent with normal wear and tear. Replaced the ac power cord and keypad. Device passed visual inspection. Device passed keypad verification test. Probable cause is physical damage consistent with normal wear and tear. During investigation contamination was found on the fluid shield, app pwa and pressure detector sensor. Verified discrepancies through visual inspection. Replaced the fluid shield, app pwa, and pressure detector sensor. Calibrated mechanism. Mechanism passed calibration. Probable cause is contamination. Full r&d analysis report. Engineering summarizes findings: by apr 6th, line a was programmed an infusion with volume to be infused (vtbi): 200 ml at the rate of 15 ml/hr. And line b was programmed an infusion with vtbi: 100 ml at the rate of 25 ml/hr. In concurrent mode. The infusion was interrupted by the distal occlusion and proximal occlusion alarms and then back priming was done to clear occlusion. The infusion was stopped and later by apr 10th, infusion in line a was started with same vtbi:100ml and rate:25ml/hr. The infusion was stopped and started again twice. After infusing 81.4 ml, the infusion was stopped, and the device was powered off. Later by the user mentioned date no infusion was performed, and a drug library was pending to be installed. After this, the device was powered off. Engineering evaluates that: from the logs provided, engineering could not find the infusions in the user mentioned date. But took the last recent logs and found that the infusions were working as expected. To conclude: based on the given logs, engineering could not confirm the customer complaint and found that the infusions were working as expected and did not over deliver.